Event description:
Removal of endosseous dental implant. Eight implants were placed in class ii bone on 12-16-96 during a routine procedure in which bone augmentation was done. The implant in site #31 was removed on 3-18-97 due to failure to osseointegrate. The clinician states that there was no infection.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its endosseous dental implants is below the expected failure rate for this procedure as published in the scientific literature.